Event description:
We opened the dextrus hand assist device and it was torn. The scrub pulled it out of the package and noticed it already was torn. It wasn't attempted for use. Per hospital, the device will be returned to the manufacturer for evaluation and a possible supply credit.